Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 150mmh2o. The valve was visually inspected: no defects were noted. The valve was hydrated for about 44 hours. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed. The valve passed the test no occlusion was noted. The valve was leak tested, the valve leaked from the cuts in the silicone housing. The siphon guard was tested. The valve passed the test. The valve was reflux tested. The valve passed the test. The catheter was irrigated with purified water, no occlusion was noted. The siphon guard was removed. The valve was dried. The valve was then pressure tested. The valve passed the test. Review of the history device records confirmed the valve product code 82-3832, with lot ctgbrt, conformed to the specifications when released to stock in 7th july 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During v-p shunt implantation, the device was replaced with the same new product because no csf flow was confirmed. The pressure setting of the device was 150mmh2o. There were no adverse consequences to a patient.